Manufacturer narrative:
Patient information was unavailable. UDI not available for this system at time of filing. Device manufacturing date is unknown at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had issues registering a patient there was less than an hour delay to the procedure and there was no impact on the patient's outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was no able to replicated and it was determined it was a clinical issue regarding setup. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.